Event description:
It was reported that one day post implant, the right ventricular (rv) lead exhibited high thresholds and a drop in impedance. A chest x-ray showed no obvious lead issues, however the lead was subsequently repositioned, and all measurements tested normal. A micro dislodgement was suspected as the cause. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.